Event description:
A customer reported a cartridge change error with their pump. The details did not indicate any adverse impact on the customer's blood glucose level. The customer followed guidance from technical support, including inspecting and cleaning parts of the pump, but was initially unable to load the cartridge successfully. Later, technical support followed up, and the customer confirmed the pump was working correctly, with no further assistance needed, leading to the closure of the case.